Event description:
It was reported that during an unspecified dilatation procedure, the black sheath "detached". A cre wg 15-18mm/240cm/5.5 f/g had been advanced to treat an unspecified lesion. During withdrawal, "the black sheath" detached from the delivery device and became lodged in the scope. The detached portion was able to be retrieved with the removal of the scope. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.